Manufacturer narrative:
(B)(4). Medical devices: guide cath: 4f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded right superficial femoral artery. Access was thru the right distal portion of an aorto bifemoral graft using a 4f catheter. Upon catheterization, they were able to see a zone of vascular ectosis at the graft's left anastomosis, a good caliber profunda occluded the superficial femoral artery (sfa) 4 cm from origin to adductor canal. Angioplasty of the sfa was performed with 4, 5 and 6 mm balloons, but with a sub-optimal result. It was decided to use a supera peripheral 6 x 200 mm peripheral stent, but it presented a deployment defect possibly due to angulation of the catheter at bifurcation of graft. The thumb slide was advanced but the stent would not come out. As the physician was up and over with access from left side, he decided to leave device in place, and had patient sent to vascular surgery for removal of system which caused a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deployment issue was unable to be confirmed; however, the detachment was confirmed. Per the supera instruction for use: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received stated the shaft separation occurred before going into surgery when the interventional radiologist tried to pull the supera out but forgot to bring back and lock the nose cone.